Manufacturer narrative:
Explanted date: device was not explanted. Patient height 63". The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The production product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal device failed. A (B)(6) year old female patient was presented with atypical chest pain, a diagnostic cardiac catheterization was performed, angio-seal closure device was deployed. The patient complained of right leg pain. Duplex ultrasound show partial occlusion of the common femoral artery most likely a failed angio-seal closure device. Subsequent follow-ups with physician showed intact tibial pulses in right lower extremity with abi 0.9. She has a proximal common femoral artery stenosis. The patient was complaining of right leg pain, but physician does not feel vascular insufficiency is the cause. The patient was prepped and draped in sterile usual fashion. An oblique incision was made directly at the location of the common femoral artery along the inguinal crease, electrocautery was used to traverse through the deep tissue. The common femoral artery was isolated, deep femoral, and superficial femoral arteries were all isolated, the patient was given 7000 units of heparin. The angio-seal closure device was identified, and removed. It was basically kinked over itself with the lumen right at the junction of the common femoral and sga and profunda. The clot extended up into the common femoral. Two passes of embolectomy catheter were performed, with removal of the clot. The clot was removed in the deep femoral. Primary repair was performed with 5-0 prolene suture. Excellent augmentation of flow was noted with doppler. At the compaction of the procedure irrigation was performed. Deep layer closure was done with 2-0 monocryl followed by 4-0 subcuticular ivionocryl. Derma bond was applied. Sponge instrument and needle count was correct. Of note, official timeout was completed prior to the incision. The patient was transferred to the recovery in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.